Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/21/2019.

Event description:
The customer reported error oxygen pressure sensor range error. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 29oct2019. Date of report: 30oct2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective data acquisition board to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.